Event description:
A patient alleged anaphylaxis after use of 3m¿ tegaderm¿ PICC/cvc securement device + i.v. Advanced securement dsg, 1839-2100. The patient reported trouble breathing requiring administration of a epipen®. Per patient they did not infuse medication that day; unknown if md was aware or the medication specifics. Indication was reported for selective deficiency of immunoglobulin g(igg) sub classes. Patient specifics and medical history are not available. No further information.

Manufacturer narrative:
Date of event is unknown. Lot number and expiration date is unknown. Device manufacture date unknown. In accordance with 21 cfr 803 report number mw5108514 was received through FDA's medwatch program. Device is not available for evaluation. 3m¿ will continue to monitor.